Event description:
It was reported, during a baclofen trail using lioresal intrathecal, the vial shattered, with glass going into the drug. The drug was to be administered via lumbar puncture. At the time of the initial report no injury to the hcp or pt was reported and another kit was used to deliver the trial dose. Follow up with the hcp indicated the pt contracted meningitis which was initially felt to be due to a glass shard in the lioresal. Further clarification indicated part of the drug from the shattered vial had been administered via lumbar puncture using a filter needle and another vial was used to provide the extra 1 ml needed for the trial. The pt was treated with antibiotics and sent home in 2008. Further testing indicated the meningitis was found to be non-bacterial, chemical meningitis. The pt is recovering. The hcp reported the pt had a positive trial, and prior to the contracted meningitis, was going to proceed with an implanted intrathecal drug delivery pump. The hcp plans to go forward with a second trial for this pt to be certain it is not a reaction to the drug.